Manufacturer narrative:
(B)(4).

Event description:
It was later reported that onset of infection was (B)(6) 2015. It was noted that culture was performed on (B)(6) 2015 which grew (B)(6) bacteria. It was noted that the infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported per the doctor's secretary entire enterra system was removed on (B)(6) 2015 by the doctor due to infection. Indication for use was noted as: gastric stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.